Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that she was experiencing high blood glucose of 401mg/dl, and she treated with a manual injection. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date and basal rates were correct, but the bolus wizard settings were incorrect. Assisted the customer to correct it. The customer called back and stated that the insulin pump was not delivering insulin properly. The customer feels uncomfortable and requested a replacement. The caller also stated that she ran a high pressure test and the insulin pump did not alarm no delivery. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.